Manufacturer narrative:
Olympus contacted FDA in an attempt to obtain more information regarding the reported event, but olympus was informed that the information provided is all the allowed releasable information. No device was returned to olympus for evaluation. The cause of the reported event could not be determined; however, the operator¿s technique is the most likely contributing factor to the reported event. The instruction manual contains warning statements in an effort to prevent patient injury. ¿to prevent injury to the surgeon, surgical staffs, and/or patient due to accidental activation, do not leave the thunderbeat in contact with the patient or a flammable object, such as a drape, while not in use. Also, do not leave the instrument in contact with tissue, the patient, or a flammable object, such as a drape, after the output has ceased. Otherwise, unintentional burns of the surgeon, surgical staff, and/or patient, or a fire hazard may result.¿

Event description:
Olympus received a voluntary medwatch report (mw5063743) which stated," turned patient's tissue black."

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The OEM performed a review of the device history record (DHR) and found no anomalies during the manufacturing of the subject device and lot number.